Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the account contact that during a colectomy, they had a linear cutter, 75mm proximate, misfire. It cut but no staples. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5aj32. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. In addition, six more reloads were received. The reload (c) had the proximal 32 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position. The reloads (d & e) were returned fully fired. The reload (f) had the proximal 3 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position and the reload (g). The proximal 6 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position and the reload (h) was returned fully loaded with staples. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The condition on the returned reloads (f & g) is consistent with an improper loading technique, as it is possible that the firing know was not returned to its home position while loading the reload. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.